Event description:
Device #4 of 5. Reference report # 1627487-2014-26594, 1627487-2014-26595, 1627487-2014-26596, 1627487-2014-26598. The pt has a pns system (off-label) which includes four model 3163 leads from the same lot. The pt reported she never received effective stimulation though the system covered the correct areas. The pt stated she had not used her system for an extended period of time. The pt indicated her system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.